Event description:
The customer contact reported backflow of fluid. The pt was receiving unspecified concentrations of normal saline, morphine and propofol. The normal saline was the primary solution. The tubing sets used to deliver morphine and propofol were connected to the distal y-site of the tubing set used to deliver normal saline. No further set up information was provided. After an unspecified length of time in use, the customer reported that the propofol backflowed into the tubing sets delivering morphine and normal saline. The pt reportedly needed an "increased number of boluses to sedate." There were no reported adverse pt sequelae. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated the device was discarded.